Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail mounting bracket was bent. The technician replaced the mounting bracket to repair the bed.